Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Device was received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display and they experienced low blood glucose level. The customer¿s blood glucose level was 2.6 mmol/l at the time of the incident. Customer's blood glucose now 14 mmol/l. Customer reported that they treated for low blood glucose by eating. Customer states the display was not blank less than 30 seconds. Customer states display was blank currently. Customer states the contacts on the battery cap neither missing nor damaged. Display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.